Event description:
It was reported that the user experienced elevated blood glucose while using the ilet and performed two meal announcements close together, with the second announcement reported as accidental; the user then changed all supplies and confirmed a high blood glucose by fingerstick, after which insulin delivery resumed as intended and glucose began to improve. Symptoms included hyperglycemia peaking at 320 mg/dl. Outcomes included no need for outside assistance and no medical intervention. Investigation included review of device-reported data and user-provided history, along with guided troubleshooting and education on avoiding duplicate meal announcements. Investigation of this case revealed that user handling contributed to hyperglycemia, with no ilet alerts indicating malfunction and corrective actions consisting of supply replacement and calibration. It was concluded, based on previously established findings for similar reports, that user interaction, specifically an accidental meal announcement and subsequent supply change, was the most probable cause.